Event description:
It was reported to boston scientific corporation that a microknife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Correction - block g1 (MFR site facility name): corrected from boston scientific de costa rica s.r.l. To boston scientific corporation. Block h6 (device codes): the problem code 1069 captures the reportable event of cutting wire broken. Block h10: the returned microknife xl was analyzed, and a visual evaluation noted that the wire inside the handle was detached/separated. No other issues with the device were noted. The reported event of cutting wire broke was confirmed. According to the product analysis of the returned device, the wire inside the handle was found detached with a non- smooth cut. The failure found could be caused by the technique used during the procedure, or if the device was actuated in the coil position. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a microknife xl was used in the duodenum during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device was detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.